Manufacturer narrative:
Following confirmation of resolution, this event will be further updated.

Event description:
It was reported that during the one post implant follow-up, high capture thresholds, contributing to loss of right ventricular capture, was observed. The physician stated a revision procedure would be performed in the upcoming weeks. No resulting adverse patient effects were reported.